Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n293664004 implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 08-jun-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving lioresal (500mcg/ml at 98.25mcg/day) via an implantable pump. It was reported that there were no issues reported from the patient. The patient stated that the pump was working "perfectly" when the manufacturer representative (rep) spoke to them in pre-op. During the routine pump replacement procedure, they found that the catheter would not aspirate. The pocket was revised. They tried to free up all the coiled catheter in the pocket, trimmed the catheter and part of the spinal segment, and added a new connector, but the catheter would still not aspirate. The provider was not willing to replace the entire catheter. A back table prime was performed, the replacement pump was connected to the implanted catheter, and the patient was closed up. The physician will follow up with the patient to schedule a new revision/implant. The issue was not resolved at the time of the report.